Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead slack pulled back causing dislodgement. The ra lead was removed and replaced. The replacement ra lead dislodged multiple times due to the patient¿s anatomy consisting of a very large atrium.  The replacement ra lead was also removed and the ra port on the implantable pulse generator (ipg) was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. If information is provided in the future, a supplemental report will be issued.